Manufacturer narrative:
H6, health effect: initial report adherently coded e2402 instead of e0723. H11, additional manufacturer narrative: "h6 health effect, clinical code: code e2402 utilized; appropriate term ¿muscle spasm/hiccups¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)" Was not needed.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H6 health effect, clinical code: code e2402 utilized; appropriate term ¿muscle spasm/hiccups¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) H6 health effect, clinical code: code e2402 utilized; appropriate term ¿dyspepsia¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient began experiencing hiccups after settings were increase. The patient was provided medication for the hiccups along with changing the settings back to their previous levels. The hiccups were resolved. It was also noted that the patient was experiencing pain in their shoulders, imaging was preformed, no cause was established. The patient's device is now disabled and is awaiting authorization to have their device removed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.